Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there did not appear to be inappropriate therapy; however, the rv lead exhibited undersensing and oversensing at times due to the nature of the ventricular arrhythmia. It was also noted that it appeared, at times, detection may have been delayed due to undersensing noted on stored ventricular tachycardia (vt)-non-sustained events. Additionally, it was noted that r-wave variations observed on the lead trends appeared to trend like the rv defibrillation impedance measurements.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate-non-sustained (hrns) episodes and sensing integrity counter (sic) in addition to oversensing, fluctuating and low impedance. There was also possible inappropriate therapy/shock due to the oversensing and noise. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 383059 lead implanted (B)(6)2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.